Event description:
It was reported to target that, while performing an aneurysm embolization, a gdc coil broke inside a catheter. The physician believes this was due to a kink in the catheter when it was placed at the v2/v3 segment. No other info was given on this procedure.